Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a stuck collet sleeve and dirty collet clamp in the reported problem area of the pipetter assembly. A tip clamp and lld contact spring wer replaced. The instrument was cleaned, inspected, tested without further problem, and returned to service.